Event description:
It was reported that the devices were used during a hemorrhoidectomy. The devices would not fire. A third device was used to complete the case. There were no consequences to the pt.